Event description:
Since (B)(6) 2025, (B)(6) has identified a cluster of infusion accuracy issues involving the grifols dosi-fuser elastomeric infusion pumps (eis) used for fluorouracil (5-fu) home infusions. A total of 61 voluntary risk reports were filed describing both over-infusion and under-infusion events, despite no change in patient selection, dosing, or workflow. Seven (7) reports included patient harm such as nausea, vomiting, diarrhea, and fatigue consistent with fluorouracil toxicity. The only potential cause we can identify is that the manufacturer had a change in sensor production mid-august. This leads us to believe the cause of these events is a change in the tubing associated with the devices. For reference, the dosi-fuser infusion accuracy is rated at ±10%, while FDA guidance allows up to ±15% variability. However, actual performance exceeded this range, with some 48-hour infusions completing as early as ~41 hours (over-infusion) or as late as ~55 hours (under-infusion). Device data from michart/epic (infusion duration and volume) and bd IV prep (fill volume and pump lot number) are under review to determine whether the malfunction correlates with specific lot numbers or sensor production changes. The manufacturer has been notified and is conducting an ongoing investigation. At this time, no mitigation options have been offered other than product replacement.